Event description:
This report is 2 of 3 (B)(4).

Manufacturer narrative:
(B)(4). This report is for an unk - screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2021, the patient underwent removal of a dhs plate due to fracture at the distal end. The coupling screw has not been able to be removed from the wrench. It was unknown if the surgery completed successfully. Patient outcome is unknown. Concomitant device reported: unknown screws (part# unknown, lot# unknown, quantity unknown). This complaint involves one (1) device. This report is for (1) unk - screws: trauma. This report is 1 of 2 (B)(4) related product complaint: (B)(4).